Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and seven batteries ((B)(4)) were returned for evaluation. Two other batteries ((B)(4)) were not returned for evaluation. Review of the controller and non-returned batteries' manufacturing records confirmed that the devices met all requirements for release. Various analyses were conducted and reviewed on the returned devices in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Functional testing of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed that serial port data cap was missing. Additionally, it was observed that the o-ring gasket on power port 1 was displaced. These are additional observations not related to the reported event. The missing serial port data cap is most likely due to the handling of the unit. Based on an investigation conducted, the most likely root cause of the o-ring gasket displaced can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events that were due communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Corrected: serial numbers, expiration, product return and manufacture dates continued (B)(4). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was removed from use.

Manufacturer narrative:
Corrections: b3, b5, g3, h6, h9, h10 product event summary: one (1) controller and seven (7) batteries (bat201956, bat205796, bat211772, bat218944, bat219578, bat219683, bat510553) were returned for evaluation. Two (2) batteries (bat510737, bat219885) were not returned for evaluation. Review of the controller and non-returned batteries' manufacturing records confirmed that the devices met all requirements for release. Various analyses were conducted and reviewed on the returned devices in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed that serial port data cap was missing. Additionally, it was observed that the o-ring gasket on power port one (1) was displaced. These are additional observations not related to the reported event. The missing serial port data cap is most likely due to the handling of the unit. Based on an internal investigation, the most likely root cause of the o-ring gasket displaced can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat201956, bat205796, bat211772, bat218944, bat219578, bat219683, bat219885, bat510553 and bat510737 as well as power switching events due to communication errors involving bat205796 and bat218944. Data log files also revealed multiple instances involving bat205796, bat510553, bat219683 and bat218944 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result the reported events were confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA conclusion code(s): 12 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA conclusion code(s): 12 / d1: heartware ventricular assist system ¿ battery / d4: serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that four of the batteries also had a communication error.

Manufacturer narrative:
Section for prior report to include alert date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bat205796 - battery / catalog number 1650de / expiration date: unknown, di #: unknown. Yes, retunrned to manufacturer - 19/jun/2017. (B)(4). Bat219578 - battery / catalog number 1650de / expiration date: 30/jun/2017, di #: unknown. Yes, returned to manufacturer - 19/jun/2017. (B)(4). Bat205796 - battery / catalog number 1650de / expiration date: 31/oct/2015, di #: unknown. Yes, returned to manufacturer - 19/jun/2017. (B)(4). Bat205796 - battery / catalog number 1650de / expiration date: 30/jun/2017, di #: unknown. Yes, returned to manufacturer - 19/jun/2017. (B)(4). Bat205796 - battery / catalog number 1650de / expiration date: 31/dec/2016, di #: unknown. Yes, returned to manufacturer - 19/jun/2017. (B)(4). The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred. The sources were switching from one to another earlier than expected, as the batteries were charged. The batteries were exchanged, but the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional batteries (B)(4) were identified to be involved in power switching incidental findings and were added to the complaint. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.